Event description:
It was reported that the therapy delivery test failed. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a broken paddles set was identified. Ordering information was provided for a replacement paddles set. Upon conclusion of the evaluation, it was determined that this was a malfunction of the paddles set, the replacement for which ordering information was provided. The device remains at the customer site and no further evaluation is warranted at this time.